Event description:
It was reported that an ilet device exhibited screen separation, with the display held together by a rubber band, while blood glucose was not impacted and a replacement device was arranged. Symptoms included no reported adverse physiological effects. Outcomes included no interruption to therapy reported and no medical intervention or hospitalization. Investigation included review of the device function and triage for hardware damage. Investigation of this case revealed a screen delamination consistent with a display assembly or enclosure integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was a component failure related to the screen assembly.